Manufacturer narrative:
Continuation of d10: product ID: 977a290, serial# (B)(6) implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: lead. Product ID: 977a290, serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp. It was reported that on (B)(6) 2023, the patient underwent removal of the migrated cervical percutaneous scs leads, placement of a surescan 2x8, removal of an old ipg, and placement of another ipg. The cause of the implant being revised/replaced was the percutaneous lead migration with ineffective coverage and an existing generator having reached eos with inability to interrogate. The migrated leads were removed, a new paddle placed, and the existing ipg was replaced. The issue resolved, and the device was discarded.

Event description:
No new information.

Manufacturer narrative:
H6. Coding updated to better reflect previously reported information. Specifically, ime/annex e coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they have an ins for their right arm which was revised and a new battery they think (B)(6) 2023. The pt was talking very fast and agent had a hard time following along with the pt at times and had trouble keeping the pt focused. No symptoms were reported.